Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient (pt) reported that since she reset controller "it doesn't work". Pt further clarified by this she means she is no longer feeling stimulation since resetting controller. Pt stated due to this she thinks it may need to be "activated" following resetting controller. Pt mentioned she was able to charge the implantable neurostimulator (ins) fully yesterday. Pt stated both controller and ins are 100% charged, but pt is not feeling stimulation. Pt stated she changed to group c and stated "it would go on and off" and "it would go back to 0" meaning that pt would not feel stim. Pt stated "it worked a little on c", but then she would no longer feel stim. Pt stated she will no longer feel stim and also stated stim "doesn't feel the same at all" since resetting controller. Pt stated this is also occurring on group a (pt mentioned she has 4 programs on group a). Pt stated on program 1 on group a she has intensity at 2.0 and can feel stim going off and on (referring to not feeling stim, but stim still shows it is on). Pt confirmed stimulation was on during call, but stated she cannot feel stimulation. Pt reported she has pain due to this. Pt denied any recent trauma/falls. Pt again stated she thinks device needs to be activated since this is occurring since she reset controller. Ins/external equipme nt theory/usage was reviewed with pt. Pt stated she has tried increasing stim and she is still not feeling stimulation. Options were reviewed to try changing programs/groups and redirected pt to healthcare provider (hcp) to discuss programming/therapy/symptoms. Pt stated her manufacturing representative (rep) is on vacation and confirmed she did not notify rep of this issue and today is the first day she notified the manufacturer of this issue. Pt stated this all started yesterday. The patient was redirected to her hcp.